Manufacturer narrative:
The customer previously reported water leak and field service engineer (fse) replaced the water regulator on (B)(4) 2011 (medwatch #2050012-2011-02424). Service visited the site on (B)(4) 2011 for this event and stated that the customer has no way to monitor or verify incoming water pressure. The fse decreased incoming water pressure by turning water system's regulator. The fse adjusted the instrument's water regulator and sds regulator so that water pressure read 9.5, without leaking. No further water leak complaint had been filed as of 6/14/2011.

Manufacturer narrative:
Change to the MDR report number from: 2122870-2011-01971, to: 2122870-2011-02525. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak, which filled drip pan, on synchron cx5 delta clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.